Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and adhered to the light guide lens was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had a distal end issue. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle and on the light guide lens adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer could not identify any sources of foreign material. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported the air/water nozzle was flushed with water and air and during manual cleaning, there were no abnormalities in the reprocessing accessories. The customer reported both the air/water nozzle and the distal end were wiped with lint-free cloths/brushes/sponges. The customer reported no concerns about reprocessing. During visual examination, the following additional issues were found: the adhesive on the bending section cover was cracked with a cloudy area; the control unit was discolored; the universal cord was scratched and wrinkled; the electrical connector was corroded; the adhesive around the objective lens had a cloudy area; the adhesive around the light guide lens had a cloudy area; the connector cover was scratched; and the connecting tube was scratched. Functional testing showed that the bending angle in the up direction did not meet with specifications and the up/down directional knob had excess play. Both directional issues occurred due to a worn angle wire. Finally, the water removal specification was not met due to the foreign material blocking the air/water nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.